Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, after making several passes with an indigo system aspiration catheter 8 (cat8), the physician inserted the sep8 using the introducer sheath. Resistance was experienced when the physician attempted to advance the sep8 through the hub of the cat8, therefore, the physician decided to remove the sep8. It was then noticed that the tip of the sep8 was missing. The physician performed an angiography to search for the tip; however the physician could not find it within the patient and, therefore, assumed the tip had been aspirated and was inside the canister. The procedure was then completed using the cat8. There was no report of an adverse effect to the patient.